Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information via latitude red alert that this right ventricular (rv) lead exhibited high shock impedance measurements. The shock impedance measurements have been gradually rising and are currently greater than 125 ohms. Technical services (ts) indicated that this could be due to a lead fracture and suggested that an x-ray be performed to evaluate the leads integrity. No adverse patient effects were reported. Additional information indicated that the high shock lead impedance was only picked up once on latitude. A maximum shock of 21 joule was performed to test the impedance measurements. The shock lead impedance test as well as other non-invasive impedance tests were all within normal limits. Subsequently, another high shock impedance measurement was detected. A revision procedure was performed and this lead was surgically abandoned.